Event description:
Additional information received reported, the patient¿s ins was overdischarged. It was noted, the manufacturing representative restarted the ins and the patient was receiving appropriate stimulation. It was further noted no x-rays or impedance tests were performed. The reporter stated, the patient had not been to the clinic since 2013 (B)(6) and their next appointment was 2013 (B)(6). Additional information received reported the patient met with a manufacturing representative on 2013 (B)(6), but still had charging issues. The reporter stated they hated their stimulation device. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient had pain in his feet, legs, right hand and arm, an excruciating, burning pain that had been occurring since his pain ins (implantable neurostimulator) stopped working. The ins stopped working months prior to the report, the patient met with manufacturer representative two weeks prior to the report and the device was reprogrammed after the representative "did something to allow him to recharge." It was stated that the patient was only able to recharge 3/4, but when he got home he couldn't recharge beyond it. It was stated that the patient had x-ray done more than two weeks before the report, and it showed the leads weren't loose or moved. However, due to patient's fall on the right side more than one week prior to the report, the ins hadn't worked since and the patient couldn't recharge. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 355031, lot# n242568, implanted: (B)(6) 2010, product type: screening device. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 74001, lot# n240107, implanted: (B)(6) 2010, product type: adapter. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID 3487a, lot# l49751, implanted: (B)(6)1998, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3888-28, lot# j0206518v, implanted: (B)(6) 2002, product type: lead. Product ID 3888-28, lot# j0120884v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).